Event description:
The surgeon reports via sales rep that he is revising an exeter stem today due to fracture. The customer reports that the stem was implanted in 2006, and has allegedly fractured just below the trunion on the neck.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. A visual inspection confirmed that the exeter stem is broken at the neck section approximately 14mm from the top of the stem. The stem is damaged on the neck and on the shoulder by scratches that make the batch number unable to be read. The remnant of an insertion toll appears to be left in the prehension hole of the stem and the tool appears to rust. The material analysis report (mar) concludes that the exeter stem broke in fatigue with the final fracture occurring from an overload condition in a ductile manner. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were seen on the parts examined. Medical records received and evaluation: a review of the x-rays provided by a clinical consultant indicated that based on the information available and by exclusion of potentially involved device-related factors from the mar conclusions, the principal failure cause appears to be an adverse mix of procedure-related factors regarding choice of components including surgical technique with regard to preservation of hip capsule (or not) during surgery and patient-related factors relating to ¿dry¿ joint lubrication after arthroplasty resulting in excessive bearing friction through the factors discussed causing fatigue overload near the transition of ceramic head to trunnion and resulting in a fatigue fracture high in the trunnion. Conclusions: the exact cause of this event could not be determined based on the information available. The clinical review concluded that principal failure cause appears to be an adverse mix of procedure-related factors regarding choice of components including surgical technique with regard to preservation of hip capsule (or not) during surgery and patient-related factors relating to ¿dry¿ joint lubrication after arthroplasty resulting in excessive bearing friction through the factors discussed causing fatigue overload near the transition of ceramic head to trunnion and resulting in a fatigue fracture high in the trunnion. Further information such as the primary surgery operative reports and x-rays as well as patient history and are needed to complete the investigation for determining root cause.

Event description:
The surgeon reports via sales rep that he is revising an exeter stem today due to fracture. The customer reports that the stem was implanted in 2006, and has allegedly fractured just below the trunnion on the neck.